Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using a dual surgeon console (ssc) setup, error fault 23 and 30 occurred on the master tool manipulators (mtm) arm of one of the ssc (ssc1). The site unplugged the ssc1 to continue with the procedure. The procedure was completed using ssc2. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the faulty remote arm controller (rac) board to resolve the issue. The system was tested and verified as ready for use. Isi receive the replaced rac involved with this complaint to perform failure analysis. Investigation with the test system identified no issue. The unit operated for an extended period of time with multiple testing and confirmed no issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.